Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
It was reported that after implanting this lead a tug test was performed. Upon the tug test this lead came apart leaving the helix extended. It was decided to cut the damaged part of the lead off in an attempt to pull the lead out, which was successful. The damage appeared to be at the terminal pin and inside the pacing conductors. A new lead was implanted. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this lead a tug test was performed. Upon the tug test this lead came apart leaving the helix extended. It was decided to cut the damaged part of the lead off in an attempt to pull the lead out, which was successfully. The damage appeared to be at the terminal pin and inside the pacing conductors. A new lead was implanted. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only one segment of the lead was received (the terminal segment 8 cm in length, missing the terminal pin and the attached inner coil). Visual inspection on the received terminal segment showed that the damage appeared to be from handling. The lead damage at the terminal area during the tugging test after implant was confirmed.

Event description:
It was reported that after implanting this lead a tug test was performed. Upon the tug test this lead came apart leaving the helix extended. It was decided to cut the damaged part of the lead off in an attempt to pull the lead out, which was successfully. The damage appeared to be at the terminal pin and inside the pacing conductors. A new lead was implanted. No adverse patient effects were reported. A segment of the lead was received for analysis.